Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the ipg was replaced due to reaching end of life.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient's lead exhibited impedances causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. The ipg was replaced for an unknown reason.